Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-1530bc devices were received for investigation. Visual inspection identified that one of the two ar-1530bc fragmented at the distal tip, with the drive geometry no longer present. Additionally, it was identified through the use of digital caliper ID: 011 that approximately 16.04mm of the shaft appeared to have been sectioned off, as the shaft breakage sites were completely smooth in contrast to where the tip had fragmented. The second of the two returned ar-1530bc devices presented no abnormalities. The cause remains undetermined, although a probable cause can be attributed to prying/leveraging the driver tip within the screw hex during insertion. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/05/2021 it was reported by an arthrex representative via sems that an ar-1530bc, was used in reconstruction of the radial collateral ligament of the index finger on (B)(6) 2021. During insertion of the screw into the metacarpal bone, the driver broke and the broken piece remained in the screw. The surgeon was unable to remove the broken piece, and the piece is still left in the patient's body. The case was completed using the device.